Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that an implantable cardioverter defibrillator was explanted. Premature battery depletion was a possibility.

Event description:
New information notes that the premature battery depletion was not alleged. The patient was stable during procedure.

Manufacturer narrative:
"Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction.